Manufacturer narrative:
(B)(6). Concomitant medical device: unknown vanguard augment, item # unknown, lot # unknown, unknown vanguard augment, item # unknown, lot # unknown, unknown vanguard tibial tray, item # unknown, lot # unknown, unknown vanguard femoral, item # unknown, lot # unknown, unknown vanguard bearing, item # unknown, lot # unknown, unknown vanguard stem, item # unknown, lot # unknown. David a. Crawford, md, keith r. Berend, md, michael j. Morris, md, joanne b. Adams, bfa, adolph v. Lombardi jr., md, facs. (2017). Results of a modular revision system in total knee arthroplasty. The journal of arthroplasty, xxx (2017) 1-7. Http://dx.doi.org/10.1016/j.arth.2017.03.076. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03954, 0001825034-2017-03955 and 0001825034-2017-03956.

Event description:
It was reported in a journal article that the patient underwent a right knee revision due to aseptic loosening approximately 1.2 years post implantation. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.